Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer performed the load fill tubing process to clear the alarm and resumed insulin delivery. There was no adverse impact to the customer¿s blood glucose level.